Event description:
Information was received form a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported the patient called because his implant quit working about 6 months after it was implanted and now he has pain. Patient said it got to where the ins recharger (insr) wouldn't charge his implant, but he doesn't remember anything being on the screen. Patient was not sure what the insr issue was. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the circumstance that led to the patient's implant not working after six months was due to the patient's battery "quitting" and nothing has been done yet to resolve the issue. No further information was reported.